Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime/a33 test due to having a cracked end cap. Device had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. She stated that they were unable to exit the rewind complete/bolus delivery loop. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Customer's blood glucose value was 323 mg/dl, which was treated with manual injection. Mother was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.